Manufacturer narrative:
(B)(4). Sample will not be returned - discarded.

Event description:
It was reported that the procedure was being performed on a (B)(6) female pt on the orthopedic floor to have long term antibiotic therapy post knee surgery. The pt assessment revealed no abnormal lab values or scans. There were no other central line access devices in place. There was on 20g IV catheter to the left ac which was attached to a pain pump with the medication fentanyl set to be given every eight minutes by pt control. The pt was cleaned prior to procedure with a 10ml chlorhexidine sponge scrub and allowed to dry. The pt was then draped. A 1.0ml of lidocaine was given subcutaneously to the area of insertion. The pt was then cleaned again with the orange tinted chg from the arrow kit and allowed to dry. Mst procedure was completed easily. A 4.5fr catheter was placed smoothly to 40cm. The catheter was flushed with 10ml normal saline provided on the outside of arrow's kit. While flushing, the pt stated that she felt "tingling to her lips". The clinician informed the pt that sometimes pt can taste the saline but that the clinician had not heard tingling before. The clinician discontinued the first saline flush and attached the second. At this point, the pt complained of feeling "warmth to her upper extremities". The clinician began to aspirate blood from the PICC line and flushed it again. The pt stated her lips were tingling and her entire body was burning up. The clinician immediately called for a rapid response and removed the PICC line. When the team arrived, the clinician informed them of the possibilities of the ams - air embolism, dislodged thrombus causing a pe or tia, allergic reaction to the chg or over dose from the fentanyl, or hypoglycemia. The pt became unresponsive, cool, and diaphoretic, tachycardiac and hypotensive. The code cart was brought in. Prior to an EKG, the clinician told the doctor to push narcan and benadryl since the pt was on an opiate medication and to rule out anaphylaxis. Following the administration of narcon, the pt became alert but tachycardiac and diaphoretic. The stroke team arrived and was cancelled as it determined that it was a medication overdose. The attending md came and reordered a CT of the chest and head to rule out pulmonary embolism or stroke. The pt was transferred to the ICU. The CT revealed an arterio-venous malformation in the brain. The pt was negative for pe or tia/cva. See 1036844-2011-00381 for the second issue with this pt on the following day.